Event description:
Status post bilateral subglandular transaxillary implants (unk type/MFR). Other than some mild right drooping recently, pt has had minimal complaints related to implants but complains of progressive systemic problems including arthralgias (positive am stiffness), myalgias, tingling, numbness, swelling, fatty tender lumps volar right forearm and posterior right leg, chronic fatigue, low grade fevers, hot flashes, and chills, memory problems, sensitivity to cold, shortness of breath, chest pain (negative cardiac workup), choking sensation, hypertension, weight gain, easy bruising, frequent urination and low back pain with occasional shooting pain and has been getting smaller for 3 yrs, no history of trauma.